Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported by claimants' daughter, as a result of a legal claim, that allegedly patient was implanted with an unknown stryker hip on the left side in 2008 by dr. (B)(6). The claimant was revised in (B)(6) 2012 for pain and a reaction to metal wear debris. In (B)(6) 2014, following revision, the claimant experienced a dislocation of the revision product. The claimant is scheduled for a second revision on (B)(6) 2014. Update as per legal: [...] She underwent a second revision on (B)(6) 2014. There was some minor corrosion noted at the second revision.

Event description:
It was reported by claimants' daughter, as a result of a legal claim, that allegedly patient was implanted with an unknown stryker hip on the left side in 2008 by dr. (B)(6) the claimant was revised in november 2012 for pain and a reaction to metal wear debris. In january 2014, following revision, the claimant experienced a dislocation of the revision product. The claimant is scheduled for a second revision on (B)(6) 2014. Update as per legal: she underwent a second revision on (B)(6) 2014. There was some minor corrosion noted at the second revision.

Manufacturer narrative:
An event regarding corrosion involving a accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Clinician review: the provided medical records were submitted to a clinician for review who indicated that: "an office visit note on (B)(6) 2012 states, "well-healed pain well-controlled. X-ray: no mechanical problems." When seen on (B)(6) 2013 she presented with increased right hip pain for ten days. X-ray was unchanged. On (B)(6) 2013 she was noted to be taking hydrocodone, eight a day, and complained of right hip pain and skin rash. A note on (B)(6) 2013 states, "herpes zoster patient wants to be tested for cobalt poisoning." On (B)(6) 2013 a lab report states a plasma cobalt "none detected" with normal being 0 to 0.9. On (B)(6) 2014 she dislocated her right total hip and went to the emergency room where a closed reduction was performed. On (B)(6) 2014 office visit she was complaining of depression and a urinary tract infection. She was seen on (B)(6) 2014 complaining of joint pain and depression, and when seen on (B)(6) 2014 she complained of chronic severe right hip pain. On (B)(6) 2014 a revision of the right total hip was performed for a diagnosis of "failed right total hip arthroplasty with pain". The operative report describes the use of the previous incision. It notes, " has a history of failed right total hip arthroplasty resulting from metallosis with fretting and corrosion at the morse taper following that revision surgery persistent pain. Taper surfaces of head and neck small areas of black matter suggestive of corrosion, but this was not extensive cleaned and polished trunnion and implanted a ceramic head. No examination of the explanted components from either revision surgery is available for review and there is no description of "metallosis with fretting and corrosion at the morse taper" as noted in the second revision surgery as having been present two years earlier at the first revision. There are no implant labels or specific listing of all components. There are no surgical pathology reports from either revision and no reports of elevated cobalt and chromium ion levels or specific radiographic evidence of altr, pseudotumor or trunnionosis. Multiple trochanteric injections and one hip aspiration could have contributed to the findings described at surgery. In this patient with narcotic dependency and multiple site fibromyalgia pain, a description of a normal non-antalgic gait and two revision surgeries with well-fixed and properly positioned components, there is no evidence that factors related to her primary or revision surgery hip components were responsible for this clinical situation." Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: it was reported that some minor corrosion was noted during second revision. Provided medical records were submitted to consulting clinician who indicated that patient was revised due to chronically painful right hip. No examination of the explanted components is available for review. There is no description of metallosis with fretting and corrosion at the morse taper as noted in the second revision surgery as having been present two years earlier at the first revision. There are no surgical pathology reports and no reports of elevated cobalt and chromium ion levels or specific radiographic evidence of altr, pseudotumor or trunnionosis. Multiple trochanteric injections and one hip aspiration could have contributed to the findings described at surgery. There is no evidence that factors related to her primary or revision surgery hip components were responsible for this clinical situation. No further investigation can be performed at this point of time. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.